Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced that there was blockage in infusion set tubing on (B)(6) 2024 , which resulted in elevated blood glucose, therefore patient had drink water. The patient replace supplies as necessary and resume insulin. No further information was available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary. The reference samples for the lot 6005179 have already been previously tested in the complaint (B)(4) on 05/mar/2025. Test results: the reference samples were visually inspected and tested for flow all test results were within specifications as per the test report of complaint (B)(4) complaint test report.pdf attached in this record. Device history record (DHR) review: the lot 6005179 was manufactured according to the wi version (B)(4) manufactured in the line 9, on 26/jan/2024, with a total of (B)(4) units. Glue tubing DHR review: the lot 4a03491 was manufactured according to the wi version (B)(4) manufactured in the machine sc03, on 20/jan/2024, with a total of (B)(4) units. The lot 4a03492 was manufactured according to the wi version (B)(4) manufactured in the machine sc03, on 22/jan/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Trending: a query was run in database on 29/jan/2025 against malfunction code occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded) and lot 6005179 and no other complaints have been registered in database for the same lot 6005179 and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no nc raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.